Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus were found to be adequate based on past reviews the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter leaked urine around the meatus after 3-4 weeks of use. The complainant reportedly experienced a discharge. No medical intervention was reported.